Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Explantation due to subacute mastoiditis.

Event description:
The user was explanted due to subacute mastoiditis.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a subacute mastoiditis. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, therefore the device is unlikely the source of the infection. This is a final report.